Event description:
The hospital reported that at the start of a diagnostic bronchoscopy procedure when the physician attempted to pass the bronchoscope into the endotracheal tube, the bronchoscope became lodged. The physician pulled out the bronchoscope from the endotracheal tube and damaged the bending section cover of the bronchoscope. The procedure was completed with a different, but similar device. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation revealed significant damage on the bending section and the distal end of the bronchoscope. A large bulge was noted in the bending section cover at approximately 9.5 cm from the distal end. The fold could have caused or contributed to the bending section becoming lodged. In addition, the distal end was found to be bent and partially lifted. A piece of the bending section cover glue was missing. These phenomena were determined to be due to physical damage and user handling. This report is being submitted as an MDR, in an abundance of caution.